Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during a combined procedure, the system continually required connection check to set and would disabled some features. A system message was displayed indicating that the intraocular pressure (iop) compensation functions would be disabled. There was no harm to the pt reported. Additional info has been requested.